Manufacturer narrative:
The company rep examined the system and replaced the irrigation pressure sensor (ips) load cell and solenoid rs. The system was then tested and met all product specifications. A root cause could not be determined. (B)(4).

Event description:
A nurse reported a system message was displayed during a cataract procedure. After a delay of 30 minutes, the surgery was completed with an alternate system. There was no pt harm reported. Subsequently, six surgeries were canceled as a result of this event.